Manufacturer narrative:
The return of the glidescope avl video baton 3-4 is anticipated; however, at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would disappear intermittently. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
The glidescope avl video baton 3-4 was returned to verathon for evaluation. A verathon technical service representative evaluated the returned baton where they were able to verify the reported issue. It was found that when the baton was connected to a test video monitor, the image would disappear intermittently when the cable was manipulated. Upon review of the device history for the serial number (B)(4), it was determined that the baton was manufactured on (B)(6) 2012 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). Since the customer received a replacement and there are no repairs available for the device, the returned baton was scrapped. Although the root cause could not be determined, it is likely that the age of the device, seven (7) years caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.